Event description:
It was reported the catheter was being placed into the right basilic vein of a male patient. The nurse went to do a guidewire exchange, they got a blue bullseye, and then attempted to remove the biosensor. The biosensor would not come out and so they pulled back the catheter to remove it and it still wouldn't budge. As a result, the catheter and biosensor were removed as one. When the catheter and biosensor were outside the patient they tried to remove the biosensor and it "snapped off" into the catheter. Another catheter was placed successfully for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
MFR control no.: 1900026292.